Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence, gastrointestinal/ pelvic floor, and urinary/bowel dysfunction. It was reported that the patient is reporting numbness down left leg since the implant. Hcp wanted to see if the numbness would resolve with time. It has not. Patient also started having pain in the groin and hip 2 weeks after the surgery. It was reported that the patient was having an explant due to pain. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.